Event description:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. A backup device was available to successfully complete the case.

Manufacturer narrative:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. A backup device was available to successfully complete the case. The UDI referenced is for the sterile kit, sk30, the product is distributed within. The device was returned for evaluation and analysis confirmed the olive wire broke right where the threading meets the shaft of the device. The device history record was reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the analysis and available information, the most likely cause cannot be determined; however it is possible the technique utilized applied additional bending forces to the device or it broke due to impact with another device. The other device retained in the same surgery was also a tmc device which was reported in MDR 3011623994-2022-00022. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.